Manufacturer narrative:
Due to no device information being provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text : the device has not been returned to the manufacturer for analysis.

Event description:
The manufacturer was contacted about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, dizziness and/or headache, liver disease/toxicity, and chronic lymphatic leukemia. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.